Event description:
It was reported that the user noticed the catheter was sliding easily, and he found that the cuff was separated away from the catheter. The catheter had been implanted on (B)(6) 2012.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff and heat sleeve from the catheter. Gross and microscopic examinations of the sure cuff show a large amount of blood and tissue residue imbedded in the dacron material. Observation of the ID of the surecuff shows the heat sleeve to be intact. At this time the mechanism of damage is undetermined. A lot history review (lhr) of revh1252 showed no other similar product complaint(s) from this lot number.